Event description:
Boston scientific received information that loss of capture was suspected with this device and right ventricular lead even though an appropriate safety margin existed. The patient is pacer dependent. An electrogram was provided by a field representative to technical services for review. The ts consultant indicated that it could be loss of capture with intrinsic deflections and recommended additional real-time testing for other scenarios.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.